Manufacturer narrative:
Device evaluation: analysis of the returned device identified: crease flat, white particles inner the shell and wear abrasion. Leak test and microscopic analysis was performed which identified: opening crack on valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve. Additional, changed, and/or corrected data: b5, g2, h3, h6.

Event description:
Healthcare professional reported right side deflation. The device has been explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. The device remains implanted.